Manufacturer narrative:
Reliability analysis conducted on one opened and used glucose sensor. The sensor passed per specifications with accurate readings. Unable to confirm needle complaint due to customer not returning the needle.

Event description:
Customer reported receiving a bad sensor alert following a second consecutive calibration error alert. Customer reported that this alert occurred after initialization. She also expressed that she had issues with blood at the site and inaccurate readings. The sensor glucose reading was 100 mg/dl and the blood glucose reading was 200 mg/dl. The blood glucose reading at the time of the report was 254 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.